Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The issue was verified through review of the software logs which indicated the accessory power supply was not communicating and frequent power switching occurred. Stryker recommends replacing the accessory power supply. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device would unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.